Manufacturer narrative:
The device history record review for the lot showed that the product was released per specifications. For the first lot associated with this event: a probe sample was not returned for evaluation. A review of the device history record for the lot of the probe was conducted. The device was released as per specifications. Therefore, the root cause could not be determined. The wet and used sample was visually inspected and a water mark was observed in the air infusion line. The wet condition of the returned sample likely contributed to water marks on the sample. The sample was functionally tested. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No leakage pass the auto infusion valve was observed. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. A reverse leakage test was performed by applying fluid into the liquid infusion line per test procedure; no fluid ingress into the air infusion flow path was observed pass the auto infusion valve. For the second lot associated with this event: a device history record review shows that the product was released per specifications. The returned sample was visually inspected and a water mark was observed in the air line near the auto infusion valve. The yellow stopcock was noted to be in the closed position. The sample was first tested on a console representing the current software version. The sample could prime and pass intraocular pressure test calibration successfully. No anomalies were observed during priming. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. A reverse liquid leak test was performed to detect for abnormal liquid leakage into the air infusion line; the sample was found to be nonconforming. The customer's reported event was confirmed. The source of the customer's complaint is a leaky auto infusion valve which resulted in the customer's reported event. A potential root cause could be related to an error during the manufacturing process, however, with the information available, the exact root cause could not be established. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the irrigation back flowed into the air tube during a vitreoretinal procedure. Hence, the intraocular pressure control became "unstable and insufficient" and the vitreous cutter aspiration caused an iatrogenic retinal detachment. The product was replaced a second time and it too back flowed. The product was replaced a third time and the procedure was completed. Additional information and product sample have been requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).